Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After surgery, the clinical engineer found that the connector the controller and drive motor was loose. The subsidiary's manufacturing engineering center (mec) confirmed that connector of the centrifugal drive motor could not be locked due to damage. Software data logs were reviewed by the manufacturer on (B)(4) 2014 for further review. Per the data log review, there is no indication that either cable became disconnected during the case.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, a backflow occurred by abnormal stop of centrifugal drive motor when weaning the patient off cpb. The device was not changed out, as they completed surgery with the unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinician review on (B)(6) 2014: the data logs were reviewed and they indicate some backflows (with pump speeds of 1040-1080 revolutions per minute (rpm) near 10:45 am). These likely occurred just prior to the start of cpb and likely clinician inducted backflow as prime solution was removed from the circuit via slow retrograde removal of blood from the patient. This is a common perfusion practice and occurs after the aortic cannula (in the patient) is connected to the arterial line tubing of the cpb circuit. No other issues with the capiox pump (backflow or stops) occur over the next 135 minutes. At 1:00 pm, the logs indicate the capiox pump was stopped via the central control monitor (ccm) and backflow occurred. Over the next minute, the motor was re-started from the local speed knob and arterial flow was re-initiated. The logs the capiox pump was again stopped at 1:09 pm and this appears to be when cpb was completed. There is no indication of any error codes, alerts, or alarms and no indication that a loose motor connection had any impact on pump speeds or control. It appears the sudden pump stop, during weaning from cpb at about 1:00 pm, was due to accidental stopping of the motor via pressing the stop icon on the ccm. The case was completed successfully, without delay and without associated blood loss. There were no components changed out during the procedure, as the user simply re-started the motor. There was no harm observed.